Event description:
It was reported that the lead was not sensing the atrium after it was connected to the new device and also there was oversensing when the lead polarity was changed to unipolar mode. They tried decreasing and increasing sensitivity in both bipolar and unipolar mode with no success. It was also reported that when the device was programmed to atrial mode, high impedance was noted. The device was programmed to ventricular pacing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.